Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-05802. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 to replace the leads; however; a pressure ulcer was identified over the ipg site thus the entire scs system was explanted. Surgical intervention may be pending to implant a replacement scs system.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-05802. It was reported one of the leads has migrated. Reprogramming was unable to provide effective stimulation. Surgical intervention may be pending to address this issue.